Event description:
Information received from a manufacturer representative via a healthcare provider (hcp) regarding the delivery of dilaudid (10mg/ml, 2mg/day), fentanyl (2000mcg/ml, 400mcg/day) and bupivacaine (10mg/ml, 2mg/day) in a pain pump. The patient had reported to the manufacturer representative the gradual decrease in pain control. A catheter dye study was attempted on (B)(6) 2015, but the catheter could not be aspirated. The dye study was considered to be failed. Surgery was performed to diagnose the problem. The catheter was cut and there was no cerebrospinal fluid (csf) flow and no csf could be aspirated (catheter occlusion suspected). The most distal portion of the catheter was removed and replaced, the proximal end remained in use. The patient's status at the time of the event was stated to be alive with no injury. The issue was thought to have been resolved at the time of the report. History: spinal pain, kipper-trenauray-weber syndrome, chronic anxiety, depression, irritable bowel syndrome concomitant drugs: zoloft, zanaflex, valium, seroquel, biotin, albuterol, dulcolax, keflex, bentyl, vibramycin, mvi.

Manufacturer narrative:
Upon device return, analysis found a dark residue occlusion in the dispensing holes of the catheter body.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care provider (hcp) via clinical study reported the device diagnosis was catheter occlusion. The event was reported as resolved without sequelae (B)(6) 2015. The date of the catheter replacement was (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8598a, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID 8835, serial# (B)(4), implanted: (B)(6) 2013, product type: programmer, patient. Product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID 8598a, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.